Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 corrected fields: d5 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be established. Based on the evidence collected during the investigation¿including device history record review, design documentation assessment, and evaluation of complaint trends¿the malfunction is most likely attributable to an expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center displayed no image. This occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.